Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit has sparking and smoke. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on dec 21, 2023, and section h11 should be reported as: the manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device was smoking, sparking, and has an electrical smell and a heavy electrical burning odor. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected externally and internally, observed the filter had a heavy dark contaminant on it, the ui panel was observed to have burn marks on it and the ui ribbon cable appeared to have been burnt. An unknown dust contaminant was observed on the top enclosure, as well as an unknown contaminant. Evidence of liquid ingress with a dust contaminant consistent with mineral deposits was observed on the iso port. The iso was also observed to have corrosion on it under the pca. The pca was observed to have corrosion on it at the q3, consistent with liquid ingress to it. An unknown dust contaminant was observed on the inlet of the blower box, on the blower, blower seal, and blower box. Evidence of liquid ingress with a dust mineral deposit was observed on the blower dust contaminant and hair like particles enclosure. An unknown dust contaminant observed on the heater plate. A discoloration to the heater plate spring was observed as well as water spots consistent with liquid ingress. The heater plate was observed to have liquid ingress to it. Sections d8, d9, h2, h3, h6 has been updated in this report.